Event description:
It was reported that the patient underwent a catheter revision on (B)(6) 2014. The patient had a history of flipping pump and occluding catheter. At that time the pump was re-anchored to fascia and the catheter was replaced. No additional information was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: catheter. Product ID: 8590-1, lot# n276995, implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: accessory. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a consumer regarding a patient receiving intrathecal therapy via an implantable pump for non-malignant pain and other chronic/intract pain (trunk/limbs). The drug, dose, and concentration were unknown. It was reported that there was a pump blockage/flipped pump. The patient said her pump was sitting upside down when they were trying a refill for the first time. The healthcare provider could not find it, they put a scope on her side and knew it's in there. The patient felt it and she flipped it because she could feel it sometimes flipping in there. The patient said it flipped by itself, she would stand up and suddenly there would be a bulge in her side and it was the pump. The physician filled the pump and later went in and surgically flipped the pump back to the right side, said it was only tied down in two places. The date it was fixed was (B)(6) 2013 but wasn't sure of the year. There were no further complications reported or anticipated.